Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of pain. Upon extraction of the implants the surgeon noticed "grey-ish" tissue underneath the humeral head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The received devices were forwarded to commercialized product development for evaluation . A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on the performed evaluation, the overall condition of the explants does not preclude metal wear, however product contribution to metalosis and or tissue abnormalities could not be confirmed. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.